Manufacturer narrative:
Hospira 250ml bag ndc 0409-7922-02, lot 57-019-jt, 5% dextrose injection; hospira 100ml bag ndc 0409-7923-37, lot 63-119-jt, exp 1 mar 2018, 5% dextrose injection, therapy date unk. The customer¿s report of a leak at the texium/smartsite connection point was not confirmed. The sets and components were visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears. No anomalies or evidence of damage was observed. The actuator tabs of the texium adaptors were not damaged. Functional and pressure testing was performed; no leaking was observed. Due to the dual thread feature of both the smartsite and texium luers making two different connection/threading configurations possible, the sets were disconnected and reattached such that the second threading configuration was employed. No leaks were observed. Each set was then tested individually and no leaks were observed. The root cause was not identified because no fault was found with the returned sets.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak where the texium connected to a smartsite during an infusion of doxil chemotherapy. There was no report of any patient harm.